Event description:
Physician reports performing cataract surgery with attempted implantation of the ao60g intraocular lens. During delivery of the iol into the eye, the haptic footplate tore off. The original incision was enlarged in order to remove and replace the iol. A second iol was implanted successfully and the patient's prognosis is excellent. Reference MDR 1119279-2010-00017.

Manufacturer narrative:
The lens was returned to b+l and subjected to visual inspection which revealed the lens optic was torn and scratched. Functional testing could not be performed due to the condition of the lens and therefore unable to confirm alleged torn haptic footplate. The findings are consistent with the condition of lenses that have been removed from the eye. Root cause: according to the surgeon, the likely root cause of the lens damage is attributable to the insertion device, where the plunger overrode the iol.